Manufacturer narrative:
(B)(4). D10: cstm rt splined stem 9.5x100mm. Item: cp0003462. Lot: 67636377. H6: proposed code: mechanical (g04) rasp. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported during a pmi case that the surgeon had to deviate from the provided surgical plan to use a larger sized reamer than planned to fit the implant into the patient's canal. The implant is a 9.5mm splined hip stem, with an 8mm diameter without the splines. The compatible broach is also 8mm in diameter. The broach fit in the patients canal after the 8mm ream, however the splined 9.5mm implant did not. To get the implant to fit in the canal, the surgeon then had to use a 9.5mm reamer to prepare the canal. Surgeon said the implant felt well fixated and the surgeon was very happy with the outcome. No patient harm or impact reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.